Manufacturer narrative:
The elecsys tsh reagent lot number is 925909, and the expiration date was not provided. The elecsys ft4 IV reagent lot number is 918716, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh and elecsys ft4 IV results from the cobas 8000 e 801 module for one patient. The initial tsh result was 32.3 iu/ml. The repeat result on another e801 instrument was 61.0 ¿iu/ml. The repeat result on another e801 instrument was 63.5 ¿iu/ml. The initial ft4 result was 6.7 pmol/l. The repeat result on another e801 instrument was 3.38 pmol/l. The repeat result on another e801 instrument was 3.29 pmol/l.

Manufacturer narrative:
A field service engineer (fse) changed several parts, including the measuring cell, as it was near its lifespan. For verification, a blank cell calibration, qc, and calibration were completed according to specifications. The investigation determined that the service action resolved the issue.